Event description:
It was reported that a homechoice claria device experienced a low drain volume alarm. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set. The patient properly tightened the connection before therapy started. Renal therapy services assisted the patient in ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which can cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.